Event description:
This is a spontaneous case report received from a pharmacist in (B)(6) on (B)(6) 2014 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and distal micro insert tip broken and found in the uterus during insertion. No information given on patient's history, past drugs and concurrent conditions. It is not reported whether the patient received any concomitant medication. On (B)(6) 2014 the patient had essure (fallopian tube occlusion insert) inserted, lot number b42237. It was stated that during the essure placement, distal micro insert tip broken and was found in the uterus. No clinical consequences observed. Action taken: vigilance on the concerned batch. No further information was provided.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.